Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the right atrial lead had undersensing. The lead was capped and replaced. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead had undersensing. The lead was capped and replaced. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. It was additionally reported that the device had early battery depletion in less than six years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.